Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15307.

Manufacturer narrative:
Results - the lead was returned cut and twisted in a fashion consistent with the ipg being twiddled in the pocket. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.